Event description:
It was reported that the pt developed hyperopic shift with vertical elongation of rhexis opening and posterior lens vault consistent with capsular contraction. Yag laser and lasik were performed. Lens remains implanted. This report refers to the pt's left eye. Reference 2031924-2014-00080 for the lens in the pt's right eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.